Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one adapter, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Engineering's visual inspection noted no abnormalities. The functional evaluation revealed open trace for the selector motor through continuity testing. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to open trace. A review of the device history record indicates these devices lot numbers were released meeting all quality release specifications at the time of manufacture. The file was concluded to be a component error. The observed failure was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A product enhancement has been implemented to prevent this condition from re-occurring. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: the following event occurred during a laparoscopic assisted total gastrectomy procedure but the product was not used on the patient. When the battery pack was inserted into the handle, the status indicator did not light blue and the handle indicator was flashing green. However, the self test sound was not heard. A new handle and battery pack were opened to complete the surgery. The device worked fine. After the surgery, the initial battery pack was inserted into the second handle which had worked fine during the procedure. The same issue occurred. The battery was removed and inserted into the handle again. After thirty seconds, the status indicator lit blue and the handle indicator was flashing green. As the test was performed several times, the upper and rear part became hot.